Manufacturer narrative:
Continuation of d10: w4tr02 crt-p implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature battery depletion. It was also noted that the right atrial (ra) lead exhibited undersensing and had an atrial lead position check failure. It was further noted that the battery depletion was expected based on the ra lead, right ventricular (rv) lead, and left ventricular (lv) lead impedance drops and increased outputs on both ra and rv leads. T-wave oversensing (twos) was observed on the atrial channel. While in office, the ra lead was reprogrammed, which included turning off the atrial lead position check due to chronic status of the lead and the previous alert. No further action was planned and the patient will continue to be monitored. The device and all three leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.